Event description:
The customer reported the pump set had air bubbles during prep when it was used on a joey pump.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Two open samples were received for investigation. The samples were evaluated, and the reported condition was confirmed in one of the samples. Based on all available information, a definitive root cause could not be determined at this time. However, corrective and preventative actions have been initiated to address the reported condition. This complaint will be used for tracking and trending purposes.